Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device, and verified the customer reported malfunction. The se replaced the breath delivery (bd) central processing unit (cpu), to resolve the issue. The unit passed all testing and calibrations, and was operating within the manufacturing specifications.

Event description:
It was reported that, during power on self-test (post), the ventilator generated an error code, and became inoperative. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
(B)(4). One breath delivery (bd) printed circuit board (pcb) was reported for investigation. A visual inspection was performed, and no anomalies were observed. The bd pcb was attached to the failure investigation test ventilator for analysis, and powered. The ventilator passed power on self-test (post) without errors being recorded in the diagnostic logs. Tests and calibration were performed without any errors or alarms being generated. The test ventilator was set into ventilation mode for 69 hours without error or alarms. The customer reported malfunction was not verified.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.